Manufacturer narrative:
This report is based solely on the information provided by the customer. A review of the device history record (DHR) could not be performed since the product lot number was not provided. An investigation of similar events found 1 other complaint where the product was difficult to lock and resulted in a patient injury. Product was returned for this complaint and was found to meet specification. Instructions for use (IFU) were reviewed and found to provide adequate instructions and warnings for safe and effective use of the device. The IFU states to before each use, check cuffs and straps for cracks, tears, and/or excessive wear or stretch, broken buckles or locks, and/or that hook-and-loop adheres securely as these may allow patient to remove cuff . Discard if device is damaged or if unable to lock. The IFU also provided extra warning to not use this device with someone who has continued highly aggressive or combative behavior, self-destructive behavior, or deemed to be an immediate risk to others or to self. At this time there is no evidence that a manufacturing non-conformity contributed to the reported complaint. Therefore, no corrective or preventative actions are necessary. All complaints are trended and reviewed by management on a monthly basis. As part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented and acted upon as warranted. Manufacturer reference file (B)(4). Product not returned.

Event description:
Limited information provided. No purchase date or lot# provided for age. Per the tm, item 2799 lock could not be closed properly during application. The issue may have resulted in a minor injury with the caregiver.